Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2015 with the following findings: during testing, the battery compartment was found to be cracked. Additionally, evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment. This report is made based on results of investigation completed on (B)(6) 2015.